Event description:
Status post plate and screw wrist fusion patient returned to surgeon for post op visit. An x-ray showed breakage of one screw at the screw head and two locking screws that pulled out of the plate. Surgeon removed the hardware and revised the patient to a straight plate and screws. Surgeon noted poor bone quality. This is three of three reports for this event.

Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Synthes is unable to provide the date of manufacture as no lot number was provided. The investigation could not be completed. No conclusion could be drawn, as no product was returned and no lot number was provided.